Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis not opening all pockets. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis was not opening all the pockets associated with the multi component orders for multiple-tab strenghts. A technical support specialist closed the ticket after multiple attempts were made to reach the customer with no response.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis not opening all pockets. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.